Event description:
Purple port on the PICC line had a longitudinal crack creating the risk for central line infection. There have been 5 reported events of the same issue in the past month at our facility. The MFR has been alerted. It is unclear to us whether the issue lies with the PICC line device, or the chg alcohol swabs that are being used to clean the PICC lines. Diagnosis or reason for use: IV therapy, IV site cleaning. Event abated after use stopped? Yes.